Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. The gas delivery engine was returned to carefusion however was received in a condition making further evaluation impossible.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not state if the unit was on a patient at the time of the incident. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the unit has an extended high peak pressure alarm and is in an inoperative condition. There was no information if the unit was on a patient at the time of the incident.